Event description:
Caller states the pt tested 4.3 inr on the coaguchek s system and 2.9 inr on a comparison lab. Pt's coumadin dose was increased based on lab result. No adverse event reported. Requested return of suspect device and replacement was sent.